Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's ((B)(6)) lead migrated which caused the patient to experience increased pain and discomfort. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.